Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the report of "cap detached" could not be confirmed; however, the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass/metal caps remained intact and attached; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber cap detached at 216,000 joules and 30 minutes of usage. The procedure was completed using a second fiber. ¿no damage to the patient¿ was reported.